Event description:
Thunderbeat handpiece kept giving error message that suggested changing the handpiece or transducer. Upon inspection part of the protective coating was beginning to fall off. No parts of the tip broke off inside the pt.